Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure after the device was fired there was an incomplete staple. There was no patient consequence.